Manufacturer narrative:
(B)(4) to date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and mesh was implanted. Following the procedure, the patient experienced erosion of vaginal wall with exposure of device, painful intercourse, inability to have intercourse, continuous pelvic pain, decreased sensation in feet especially on the right, generalized aches and low grade headache. No additional information was provided.